Event description:
Info received that the head of bed will drift slowly down. No injury reported.

Manufacturer narrative:
Technician found the CPR valve was not closing, causing the head of bed to drift slowly down. Replaced the CPR valve to resolve this issue.